Event description:
Olympus (oml) was informed by the biomedical engineer at the user facility that the customer high-definition liquid crystal display monitor has no display. During the biomed¿s troubleshoot, it was discovered the power cable of the monitor is functioning and that the monitor has no power and is defective. No patient or procedure was involved; the customer problem was found during maintenance.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported issue was confirmed, no image from no power/power supply failure due to printed circuit (power) board failure. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, (B)(6) was initiated from another facility. Conclusion: the root cause could not be identified. The issue was likely to have been caused by a failure of the printed-circuit board, which in turn caused the power supply unit to fail.